Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated that the sealing function was not stable during a diagnostic laparoscopy even though a sealing tone was heard. Blood loss was described as being "not a lot" and there was no injury to the patient. The procedure was finished with a device of the same type.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The customer reported that sealing function was not stable and it caused bleeding. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. A full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. No failure mode was identified.